Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the patient lost stimulation. The patient's charger would not turn on. A replacement charger was sent to the patient, but is undetermined at this time if the replacement device resolved the issue. No further information is available. This report is being submitted as a precautionary measure as similar alleged events have resulted in the explant of the ipg.